Event description:
Four hours after an atrial fibrillation procedure, a cardiac tamponade was noted. During the procedure, there was noted difficulty in cannulating the coronary sinus with the inquiry diagnostic catheter, and it is alleged to have caused the cardiac tamponade. The patient remains stable.

Event description:
Four hours after an atrial fibrillation procedure, a cardiac tamponade was noted on an echocardiogram. Aspiration of blood from the pericardial sac was performed on the legs until the bleeding stopped. During the procedure, there was noted difficulty in cannulating the coronary sinus with the inquiry diagnostic catheter, and it is alleged to have caused the cardiac tamponade. There were no patient symptoms and there were no alleged performance issues with any abbott devices. The location of the perforation is unknown, and the patient remains stable. The catheter was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.